Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter displayed a battery indicator symbol. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 5 weeks prior to contacting lfs. The patient manages her diabetes with janumet pills (15 mg 1x daily) and glyburide pills (2.5 mg 1x daily). The patient continued to follow her usual dose of medications. A week after the start of the alleged issue, the patient claims she felt symptoms of toes numb and frequent urination. The patient denied receiving medical treatment due to the alleged issue. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The patient was advised the batteries needed to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate it and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter failed testing. The meter's battery was found to have a low battery voltage. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.